Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "as part of the investigation into the no tification detailed, a review of the device history record for finished goods lot 248006 was performed. In-process inspection reports/ final inspection reports did not indicate any findings related to damaged assembles/components in the pouch. All in-process and f inalized results, with respect to product inspections, were acceptable and the lot was released for sterilization processing. The defective sample was not returned to rmi for investigation. Upon completion of all rmi reviews, there has been determined to be no rmi production practices which could have caused the reported anomaly. Should any additional complaint details be provided which need to be considered, the complaint shall be re-activated." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when surgeon attempted to ligate a patient vessel with the vesocclude clip and applier, clip would not release from jaws or clip applier. Surgeon had to forcefully pull applier to release clip, creating concern of damaging patient vessel. No patient injury has occurred". The patient status is reported as "fine".

Event description:
It was reported that "when surgeon attempted to ligate a patient vessel with the vesocclude clip & applier, clip would not release from jaws or clip applier. Surgeon had to forcefully pull applier to release clip, creating concern of damaging patient vessel. No patient injury has occurred". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a